Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported suture break was confirmed as a link break/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an interventional procedure. An additional proglide device was used for successful suture placement using the preclose technique. The interventional procedure was completed and hemostasis was achieved using the pre-placed sutures from the additional proglide device. Although the name of the physician was not provided, it was stated that the physician is trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.